Event description:
It was reported that during the implant procedure and after pocket closure, the physician noted there was no capture on the right ventricle (rv) lead. There was pacing of the right atrial (ra) and left ventricle (lv) leads the lead was tested with programming to the rv lead only at maximum output and no capture. The pocket was reopened and the leads were disconnected from the device. The lead measurements with the analyzer were "perfect." The leads were reconnected and there was pacing in the left ventricle only. When the pacing system was programmed rv-lv pacing, the system was functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.